Event description:
Patient was prescribed a quantity of 30 for 90 days, but the insulin was not maintaining her blood sugar. Prescriber increased to quantity of 45 for 90 days; reported by health care provider did consent to follow up (B)(6) all available information is provided in this report contact hcp for clarification if needed (B)(6).